Event description:
Clarification of event: when the patient had an MRI on (B)(6) 2014, the device detected multiple inappropriate vf episodes and delivered inappropriate therapy. New information received notes that an alert for long charge time was also triggered that day. In (B)(6) 2014, a manual capacitor maintenance was performed and charge time was in the normal limits. The patient will continue to be monitored.

Event description:
It was reported that the patient received inappropriate therapy during an MRI procedure. No programming or surgical interventions were made. The patient was in good condition.